Event description:
2 scrub, primary surgeon and secondary surgeon saw water leaking from the handheld portion of the irrigator and then began hearing a motor running noise come from the suction irrigator tubing. The motor on the unsterile portion of the device was running as if the button was being pressed but even without pressing the button it was running constantly without stopping. Then it began to let off smoke. Circulator unplugged the suction irrigator from the suction and saline and took the sterile part that was on the field off of the patient and the sterile field then placed it on a silver table in the room where the motor was still running. The device began to let off more smoke while on the table and an unsterile scrub technician took the device out of the room.